Event description:
The manufacturer received information alleging an internal problem and failed evaluation. There was no harm or injury reported. During the evaluation, it was found that there were significant events in the error logs due to system failures, proximal flow sensor failure, and failure of the internal battery. A run in was complete and all significant events were cleared. The device powered on and operated as it should.